Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. 1. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain 2. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery ? 3. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? 4. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. 5. Was the needle removed during the first procedure? 6. What is the product code and lot number?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2017 and the unknown suture was used. During the procedure, when holding the suture with a laparoscopic needle holder upon insertion into the trocar, the needle was detached from the strand. X-rays were taken and the needle was found inside the patient and removed. The procedure was completed as usual. Additional information has been requested.